Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to confirmed and duplicate the reported issue during final testing pip (positive inspiratory pressure) 72 and peak flow 53 both failing testing. During evaluation, uut (unit under test) was found to be functional without faults.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator was used during covid at high settings and suspect bad blower. As of this time, there is no information about patient involvement associated with this reported event.